Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred during peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm. The patient stated that they received the alarm after starting over with new supplies due to an unrelated alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.